Event description:
Hospital advised that the pump alarmed and displayed channel errors. Error codes 242.4031, 242.4020, 242.4030., 230.6020 were in the log. Pump was infusing on a patient at the time. There was no patient consequence.